Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The large hem-o-lok clip applier instrument was analyzed and found to have one bent grip, causing them to be misaligned. The offset at the tips was 0.29 mm. The grips were not found to be cracked. Additional related observation(s) states that the instrument was tested for clip test and failed. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips. The probable root cause of difficulty applying a clip is attributed to either a damaged grip cable or misaligned grips leading to a loss of functionality. The clip applier instrument failed the clip test due to misapplication of the clip (e.g., the instrument passes engagement and able to retain clip through engagement but cannot apply the clip).

Event description:
It was reported that the large hem-o-lok clip applier instrument was defective. There was no report of patient harm due to this event.